Event description:
Patient was using a single-use cold pack for an injury and the contents from inside of the cold pack began to leak out. The patient was using the cold pack on her head and got liquid from inside the cold pack into her left eye. Patient stated had burning sensation in her left eye. Emergency medical specialist (emt) was able to squeeze the bag and saw liquid coming out of the bag. The emt followed the instructions on the cold pack packaging that if contents inside of pack come in contact with eyes, to flush thoroughly. Emt flushed eyes with saline until the patient stated eye no longer hurt. No apparent injury to eye. Reported event to receiving hospital. Because the ice pack was leaking, the emt discarded it and it is not available for the manufacturer to inspect.